Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient experienced an "electrical shock" on two separate occasions and was feeling a slight sting and burning under their implantable cardioverter defibrillator (ICD). Follow-up was conducted to obtain information on the patient and whether the symptoms were related to their device, but attempts were unsuccessful. Records indicate the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.